Manufacturer narrative:
The explanted products were not returned, so no analysis could be performed and the cause of the high, out-of-range pacing impedance measurements could not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and associated right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements. The physician scheduled the patient for a replacement, and approximately two weeks later the lead and pacemaker were explanted and replaced without complication. No additional adverse patient effects were reported.